Event description:
Customer reported that a donor with a history of typing ab positive typed as b positive on the galileo.

Manufacturer narrative:
Reflexabo testing was performed on an in-house galileo with customer's returned donor sample and in-house donor samples of various abo/rh types. All in-house donor samples typed as expected. The returned sample was interpreted as b positive.hemagglutination tube testing was performed with the customer's sample using retention anti-a, lot 101679, anti-a1 lectin, lot 7g2137, anti-b series 3, lot 203234, a1 referencells, lot 111647, and b referencells, lot 113647. At is, sample exhibited +w reactivity with anti-a, 4+ reactivity with anti-b, 2+ reactivity with a1 referencells, and was nonreactive with anti-a1 lectin and b referencells. After 15'rt and 30'rt incubation, sample exhibited 1+ reactivity with anti-a and was nonreactive with b referencells after 15"rt incubation. The sample appears to be an asubb with an anti-a1. The event appears related to the nature of the sample. The galileo operator manual states: "warning: the galileo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology."